Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one and half years post filter deployment, computed tomography revealed the top of the filter was tilted to the right and was up against the wall of the inferior vena cava, one of the struts on the left appeared to project beyond the wall of the inferior vena cava behind the aorta and just above the level of the top of the filter was a low density filling defect consistent with a thrombus measuring 9mm in diameter and 3.2cm in length. Approximately seven years later, computed tomography revealed inferior vena cava filter with angulation and penetration of the struts posterior to the abdominal aorta upto 1.4cm and anterior to the abdominal aorta up to 0.7cm, unchanged compared to prior examination. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, protein deficiency and contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter struts perforated to the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, protein deficiency and contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter struts perforated to the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one and half months post filter deployment, computed tomography revealed the top of the filter was tilted to the right and was up against the wall of the inferior vena cava, one of the struts on the left appeared to project beyond the wall of the inferior vena cava behind the aorta and just above the level of the top of the filter was a low density filling defect consistent with a thrombus measuring 9mm in diameter and 3.2cm in length. Approximately seven years later, computed tomography revealed inferior vena cava filter with angulation and penetration of the struts posterior to the abdominal aorta up to 1.4cm and anterior to the abdominal aorta up to 0.7cm, unchanged compared to prior examination. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.